Event description:
In 2008, the pt reported that her infusion sets are "peeling away." She stated that in a day prior, after her bath, the infusion site fell off of her body. The infusion site had been in use for 2 days. She stated that she used tegaderm beneath the infusion set adhesive and the tegaderm remained in place. She was advised to also use the tegaderm on top of the infusion site. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional of second party to address the issue. The patient did not retain the alleged product. No product will be returned for evaluation.

Manufacturer narrative:
Codes method and results: no product will be returned for evaluation.